Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2015 and an adhesive skin closure system was used. It was stated that the surgeon did not place a subcuticular stitch. The patient experienced oozing at the site. Approximately one hour post-operatively, the patient had to be brought back to the operating room because the wound had dehisced and stitches were placed at this time. The patient is reported as doing fine. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.